Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter continued to display ¿apply sample¿ after a blood sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on the evening of (B)(6) 2014. The patient manages his diabetes with a combination of oral medication and insulin (lantus at bedtime). The patient claimed he skipped taking his evening dose on (B)(6) 2014 when he was unable to obtain a blood glucose result. The patient confirmed he continued to take his oral medication as usual. The patient denied developing symptoms and there was no mention of medical treatment/intervention received in response to a severe blood glucose excursion. At the time of troubleshooting, the csr noted that the strips were in good condition and the patient was applying the sample correctly to the strip. The issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.